Manufacturer narrative:
The eval of the multi-function electrodes determined that there had been a concentration of electrical energy in three minor areas of the anterior electrode. This may be attributable to the high concentration of hair present on this electrode. This is contrary to the application instructions, and could in-fact cause a result as identified as the complaint condition.

Event description:
Complainant alleged that the staff of the ICU dept was attempting to cardiovert a 73 y/o male pt using multi-function electrodes stat padz. The staff shocked the pt at 300 joules, and alleged that they observed arcing and sparking from the pads. The staff then changed the pads, and successfully completed the cardioversion. The complainant indicated that the pt received a reddened second degree burned excoriated area in the mid sternum area of the chest. The burn was treated with silvadene creme, and the pt had no lasting ill effects from the reported burn.